Event description:
Customer reported abo discrepancy on the galileo when perform fwd abo assay testing with a donor sample. Unexpected positive reactions were observed with anti-b series 3. The sample was interpreted as ab positive on galileo. Tube testing results with a new sample from the donor unit were a positive.

Manufacturer narrative:
Fwd_aborh testing was performed with in-house donor samples of known abo/rh types using retention anti-b series 3, lot 203238, on an in-house galileo. No abo discrepancies were observed. Fwd_aborh testing was performed with customer's returned samples retention anti-b series 3, lot 203238, on an in-house galileo. Both samples were interpreted as a positive.